Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation and has exceeded the recommended installation torque (60 ncm).

Event description:
(B)(4). - the dentist reported that 1 month after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii) and 65ncm of primary stability was achieved.